Event description:
The plaintiff allegedly suffered injury from an "unsafe hypodermic syringe" on or about 1/19/1998. She is a certified medical assistant. At the time, plaintiff disposed of a syringe into a sharps collector, she was stuck by a needle already in the container and as a result contracted hepatitis c. The sharps collector was manufactured by another co and is not a beckton dickinson product.